Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high threshold measurements and high out of range pacing impedance measurements of greater than 2000 ohms. No x-ray was taken, however a fracture was suspected. Subsequently a revision procedure was performed where the ra lead also exhibited high out of range pacing impedance measurements of greater than 2000 ohms when tested with a pacing system analyzer (psa). Thus the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.